Manufacturer narrative:
(B)(4). Product will not return since customer is satisfied with the blood glucose results (under 200mg/dl) during the initial call. Most likely underlying root cause of malfunction:user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with non-fasting tests results from results obtained of 208, 234 and 221 mg/dl. The customer's expected fasting blood glucose test result range is 98 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 185 mg/dl and 188 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The results the customer is concerned about were taken when she was not fasting. She had eaten and taken her blood sugar 1 hour after eating. I did advise the customer that in order to get an accurate blood result she has to wait 2 hours after her meal to test. The customer understands. When the back to back test was performed the customer was fasting. She said she is not concerned with the 2 tests since they are under 200mg/dl. I offer to replace the meter and strips but the customer declined at this time since when she had performed the control test it was in range. No replacement will be made at this time but I will follow up with the customer.